Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while unit was being set up in preparation for use in a laparoscopic hernia repair, after a number of cartridges were being attached properly, the gun then ceases to lock into cartridges and pushes the cartridges out, not locking them in place. In order to resolve the issue, a new similar product was then opened and used with no problem/issues. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the instrument had disrupted timing. A test reload was unable to be loaded onto the device due to the disrupted timing. Additionally, the device was unable to be articulated due to the broken articulation knob. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit(sulu). Replication of the secondary finding or broken articulation knob may be due to excessive manipulation of the device, in this case over torqueing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.